Event description:
It was reported that the customer was being taught how to prime the pump. Customer's blood glucose level was 410 mg/dl. Customer changed out the set. Trainer declined troubleshooting. Customer's high blood glucose levels were due to the fact that the customer was not hooped up to the pump yet.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.